Manufacturer narrative:
Additional information received from the initial reporter and includes: the primary surgery was completed successfully. On (B)(6) 2016, the patient underwent a wash-out of the knee, and the tibial poly was replaced. This surgery was also completed successfully. The pathogen came back as being a group b streptococcus. Batch review performed on 06 september 2016. Lot 155794: (B)(4) items manufactured and released on 05 february 2016. Expiration date: 2021-01-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient inform the surgeon that his knee has swollen up markedly. The patient reported that he had fallen a couple of times over the past week and had sustained abrasions to his knee. He also reported that he had a suspected urinary tract infection (uti). A revision surgery has been planned.